Event description:
The customer reported via phone call indicating that the insulin pump alarmed button error. The customer does not recall any significant events leading to the alarm. Customer's blood glucose level was 185 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.